Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the temperature display is not correct. There was no patient involvement and reporter confirmed that there were no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for analysis in a used condition, the eq-5000 hose was not included. A test hose was attached, a visual and functional test was performed, but the issue of temperature display is not correct could not be reproduced. No reported repair histories in the past for similar events, it is not a problem related to previous manufacturer devices. During the tests, the device worked properly. Root cause to the reported complaint from the customers end could not be determined. No further actions were taken for repair or replacement.